Event description:
It was reported that during a procedure to treat an unknown restenosed stent in the proximal anterior intraventrical artery, the balloon slipped backwards during inflation. Upon reintroduction of the balloon into the anatomy, the balloon did not cross the lesion. Resistance was felt during advancement and retraction of the balloon in the patient. A non-abbott device was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: evaluation of the returned voyager nc balloon catheter could not confirm the device issue. It is possible that the balloon was not completely deflated and may have caused the failure to cross and difficulty removing as there was no complaint of vessel resistance during the initial catheter delivery; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.